Event description:
It was reported that a patient returned to the doctors on (B)(6) 2013 complaining of pain and difficulty swallowing. The patient's pillar implants had partially extruded and were explanted on (B)(6) 2013.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).